Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the catheter was inserted without incident. The customer alleges that two days after insertion a leak was noted on the outer dressing and the catheter had broken outside the body. No report of pt injury or harm.